Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6 correction: d2a the reported event could not be confirmed. Stryker requested the customer to acknowledge the risks in relation to this product field action (pfa) (mentioned in the customer notification letter). For this case, the surgeon confirmed that there were no adverse consequences observed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
Within the scope evaluation for a product field action, this case was identified to have the potential to exhibit the hazard of the recommended screw length being greater than the bone thickness for implants with screw holes located in an area of thin bone. No adverse consequences were reported for this event.